Manufacturer narrative:
The returned lens was found not to be the reported complaint lens. Follow-up call to reporter revealed that another co lens, not co lens, was explanted, the co lens was the replacement lens, not the complaint lens.

Event description:
Follow-up info indicates that the lens reported in association with this complaint was actually the replacement lens. The complaint lens was a lens manufactured by another co.